Manufacturer narrative:
1 x zso-7-9 of lot number unknown involved in this complaint was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted. This is file is linked to (B)(4) (3001845648-2021-00170) for user error for device zso-9 that was kinked through the use of an incorrect wire guide. Documents review including IFU review: as the lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zso-7-9 devices are subject to visual a visual inspection and functional checks to ensure device integrity. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
(B)(4). The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Previously, MDR ref #3001845648-2021-00170 reported that zso-7-9 used with the wire (visi2 0.025 angle type). Therefore, it is captured that zso was used with the incorrect size wire guide.did any section of the device remain inside the patient body? Nodid the patient require any additional procedures due to this occurrence? Nodid the product cause or contribute to the need for additional procedure(s)? Nowere there any adverse effects on the patient due to this occurrence? Nodid the product cause or contribute to the adverse effect(s)? No